Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. Technical services (ts) was contacted, and ts discussed possible causes and solutions. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead remains implanted, in-service and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis determined that the high, out-of-range shock impedance measurements is addressed in product labeling (i.e. Instructions for use) and so is a known inherent risk with use of this product. Root cause determination is ongoing.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. Technical services (ts) was contacted, and ts discussed possible causes and solutions. The rv lead remains in service. No adverse patient effects were reported.